Event description:
The device did not keep the charge even though it was connected to the electrical cable. It finally turned off.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).